Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). The user facility reported two devices from the same product code/lot number combination, also see MDR 1118880-2015-00128. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was leaking from the valve; blood loss less than 250ml; the procedure was completed; and the patient was reported as doing fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00127 to provide the sample evaluation results. (B)(4). The involved device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to evaluation of quality records and reserve samples. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed leakage in one retention sample. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The customer reported a similar event for another device with the same product/lot number combination. See MDR 1118880-2015-00128 for details. The investigation results verified that two of the retention samples were normal product with no anomalies which would lead to the reported leak. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00127 to provide the sample evaluation results.